Event description:
Customer reports to have received a button error alarm and was not able to press any buttons in order to continue priming. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, and broken belt clip slot.